Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during a right knee arthroplasty, the device was functioning properly when the surgeon used. However, when the technician went to take it apart the device fractured. There was no delay in the surgery and no pieces were left in the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The device was received for further evaluation. Visual examination concludes that the returned device has post feature fractured off. Not all pieces were returned. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.